Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the generator works as design with no errors triggering. The erbe generator was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and was ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm issue via system logs nor and reproduce the issue during in-house testing. During visual inspection, fa found no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. Fa concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during da vinci-assisted hartmann's reversal procedure surgical procedure, site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the monopolar was not firing. Site replaced the instrument cord and replaced instrument. The generator still displayed a question mark on the monopolar connection after replacing the cord. Customer continued procedure without further troubleshooting. The procedure was completed with no reported injury.